Manufacturer narrative:
According to the field, the rv lead will not be returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had to be repositioned as its implant location was causing the patient to have runs to non-sustained ventricular tachycardia. Surgical intervention was performed and during repositioning, the helix of the rv lead would not retract back into the lead body properly. The physician decided to explant the rv lead and it is no longer in service. No additional adverse patient effects were reported.